Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. For clarification, the instrument was found to have a cracked tube adapter. The tip accessory was not returned with the instrument. No other bent components were observed. Additional observations not reported by site: the instrument was found to have thermal damage inside the tube adapter. The instrument was found to have broken electrical contacts. The two broken pieces, each measuring approximately 4.518mm x 0.813mm in sizes, were not returned with the instrument. Due to the broken electrical contacts, detached fragments were observed that were not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a single port monopolar curved scissors instrument tip was bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the damage did not occur inside the patient; therefore, no fragments fell into the patient. There have been no reports of any post-surgical complications.